Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 20-aug-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the nasogastric (ng) tube was clogged. An attempt was performed to unclog device and the device "popped." The device was removed, and a tear was noted on the tube. Additional information received 29-aug-2024 stating crushed medications were administered through the ng tube. The tube feed solution was infused continuously. The device was flushed "daily and after every administration of medication." There was no reported injury.

Manufacturer narrative:
The actual device was evaluated. Product packaging was not returned with the sample. The product did not contain a lot number identification. The printed stock code on the tubing was faded and illegible. After cleaning and decontamination, the sample was examined in a well-lit area. The 2-port on the enfit connector was attached at the proximal end of the tubing. The connector did not exhibit visible damage. The connection appeared to be secure. The bolus tip was attached at the distal end of the tubing. The outside of the tubing exhibited discoloration on the distal half. The sample emitted a strong odor. There was a lateral rupture or crack located at the 58cm depth marker. There was no ballooning or stretching of the tubing. An attempt was made to flush water through the distal portion of the tubing, from the point of the rupture. Complete resistance was encountered. The tubing was cut between the 36cm and 37cm depth markers. Complete occlusion was observed, in the form a lumpy dried substance. Root cause could not be determined. All information reasonably known as of 07-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.